Event description:
Customer woke up around 4am and took a blood glucose test and rec'd a result of 586mg/dl, they were feeling fine and did not take any insulin. They went to the hosp and 15 to 20 min later at the hosp they rec'd a result of 198mg/dl. The customer was given 5 units of insulin but their blood glucose level did not come down. They were given a shot of novolin. The customer was also given an IV. A request was made for the return of the suspect device and replacement procedure was sent.